Event description:
Customer's mom reported that son was in the ER with "large ketones due to high blood glucose." No specific bg or insulin history was provided because mom "did not have pdm in hand to get history." Mom inquired if the pdm could turn the pod off. The pod was discarded at the emergency room and will not be returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation. We are unable to determine any malfunction that would have caused or contributed to the customer's large ketones and high bgs. Concern was mentioned as to whether the pdm could deactivate a pod, the omnipod's user guide cautions that "many hazard alarms (such as auto-off) will cause alert escalation and deactivation of the active pod if you ignore them. Be sure to respond to all alerts and alarms when they occur." The customer did not mention any alerts or having used the auto-off function. To avoid hyperglycemia, the omnipod's user guide advises users to "check blood glucose at least 4 to 6 times a day." Furthermore, if ketones are detected, user should follow their healthcare provider's guidelines. If be still remains high after a total of 4 hours, the user guide advises to replace the pod with a new vial of insulin and call their hcp. Product lot qualification records will not be reviewed cine no lot number was provided.